Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer blood glucose level was 43 mg/dl at the time of incident and the current blood glucose of the patient is 145 mg/dl. Customer stated that the drive support cap appears normal. Customer report customer does not allege pump was over delivering. The customer was treated with orange juice. The insulin pump will not be returned for analysis.